Event description:
It was reported that the physician attempted to implant the lead and had poor sensing at the first location. When they repositioned the lead, the helix was would not extend. The lead was removed and returned. A new lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism and sleevehead. Corrected: patient outcome, date device manufactured, and operator code.

Event description:
It was reported that the physician attempted to implant the lead and had poor sensing at the first location. When they repositioned the lead, the helix was would not extend. The lead was removed. A new lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.